Manufacturer narrative:
Per the biomedical engineer the motor controller (mc) board and power supply were replaced to address the reported issue. The unit is back in service. The part was requested several times from the customer for failure analysis, however it was not returned.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator has no ac power. The customer reported that the unit was in use on patient, but there was no patient harm reported.